Event description:
Nurse manager was advised by physician that patient had a port catheter that required removal due to malfunction. The port catheter was reportedly plastic and father of patient (who is a physician) had asked patient's physician re: f/u for plastic port's malfunctioning. Nurse manager reviewed the chart; the port was placed in the or and eight days later an infiltration was noted during platelets. The following day a dye study showed "not okay to use". Subsequently, the next day the port was removed in the or. Note states defect to posterior wall of port where fluid was actively extravasating. Report notes port sent to pathology. I contacted pathology and central processing and was advised that the port was not received in pathology and not checked into the main lab. Nurse manager contacted or nurse manager and asked that she discuss with surgeon if removed port was available. The nurse manager has not been able to locate the removed port to send to bard. Our vendor and rep from bard was contacted regarding the incident and advised that he is not aware of similar incidents with this product. The nurse manager completed bard's paperwork per the rep's request.